Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Procedure type: colorectal. According to the reporter: during the procedure while performing the anastomosis of rectum and colon, the staple anvil premium plus ceea28 was disengaged and the intestinal tissue was partially cut. The device was retrieved and taken out through the abdomen opening. The procedure was completed using a new dsteea28 device. There was unanticipated tissue loss as a result of this problem. There was no bleeding reported in excess of 500cc or tissue damage. The surgical time was not extended by more than 30 minutes. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).